Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("post implant pregnancy") and stillbirth ("stillbirth") in a 25-year-old female patient who had essure (batch no: 654834, 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included multigravida on (B)(6) 2002, on (B)(6) 2006, on (B)(6) 2008 and on (B)(6) 2009.) And parity 4. Concurrent conditions included vaginal bleeding, pain in hip, abdominal pain and headache. Concomitant products included hydrocodone since 2015, ibuprofen since 2009 and naproxen from 2009 to 2015. On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2010, the patient experienced cervicitis ("cervicitis"), 10 months 7 days after insertion of essure. In august 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, stillbirth (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (dilation and curettage and underwent bilateral tubal ligation due to complications from the essure device). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, menstrual disorder, cervicitis, depression, anxiety, vaginal haemorrhage, migraine, headache, abdominal pain and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, cervicitis, depression, device dislocation, headache, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: this case: (B)(4) is linked the second pregnancy case: (B)(4). Lot number: 646520, manufacture date: 2009/06, expiration date: 2012/06. Lot number: 654834, manufacture date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: plaintiff fact sheet received. Event abnormal bleeding(menorrhagia) was added. Historical conditions were added. Event onset date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("post implant pregnancy") and stillbirth ("stillbirth") in a 25-year-old female patient who had essure (batch no. 654834, 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's concurrent conditions included vaginal bleeding, pain in hip, abdominal pain and headache. Concomitant products included hydrocodone since 2015, ibuprofen (advil) since 2009 and naproxen from 2009 to 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 7 days after insertion of essure, the patient experienced cervicitis ("cervicitis"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, stillbirth (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent bilateral tubal ligation due to complications from the essure device) and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, menstrual disorder, cervicitis, depression, anxiety, vaginal haemorrhage, migraine, headache and abdominal pain outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, cervicitis, depression, device dislocation, headache, menstrual disorder, migraine, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: this case(B)(4) is linked the second pregnancy case (B)(4). Lot number: 646520 manufacture date: 2009/06 expiration date: 2012/06 . Lot number: 654834 manufacture date: 2009/07 expiration date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant drug added. Events vaginal bleeding, migraines, headaches and abdominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("post implant pregnancy") and stillbirth ("stillbirth") in a 25-year-old female patient who had essure (batch no. 654834, 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test." The patient's concurrent conditions included vaginal bleeding, pain in hip, abdominal pain and headache. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 7 days after insertion of essure, the patient experienced cervicitis ("cervicitis"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, stillbirth (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral tubal ligation due to complications from the essure device) and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, menstrual disorder, cervicitis, depression and anxiety outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, cervicitis, depression, device dislocation, menstrual disorder, pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: this case (B)(4) is linked the second pregnancy (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "cervicitis, depression, mental anguish, stillbirth, patient did not undergone essure confirmation test' were added. Lot number was added. Pregnancy outcome was updated. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("post implant pregnancy") and stillbirth ("stillbirth") in a 25-year-old female patient who had essure (batch no. 654834, 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's concurrent conditions included vaginal bleeding, pain in hip, abdominal pain and headache. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 10 months 7 days after insertion of essure, the patient experienced cervicitis ("cervicitis"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, stillbirth (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral tubal ligation due to complications from the essure device) and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, menstrual disorder, cervicitis, depression and anxiety outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, cervicitis, depression, device dislocation, menstrual disorder, pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: this case (B)(4) is linked the second pregnancy case (B)(4). Lot number: 646520, manufacture date: 2009/06, expiration date: 2012/06 . Lot number: 654834, manufacture date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the (B)(6) of pregnancy. The patient was treated with surgery (underwent bilateral tubal ligation due to complications from the essure device). At the time of the report, the device dislocation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure. The reporter commented: this case (B)(4) is linked the second pregnancy case (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.